Event description:
This procedure was performed in another country. Before the delivery system could reach the renal artery, the doctor found that the stent moved from the balloon and fell off into the blood vessels. Stent migrated into the ankle artery.